Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hospital visit for an implantable pulse generator (ipg) upgrade, the right atrial (ra) lead exhibited impedances out of range, exceeding 3,000 ohms, which had been ongoing for some time and not been previously reported. It was decided to cap the existing ra lead and replace it with a new one due to the high atrial impedance issue. The existing lead was identified as model 457453, and the replacement was performed during the upgrade procedure. No patient complications have been reported as a result of this event.